Event description:
After placing bipap vent support system on to pt machine started to alarm and shut off. Pt became anxious with increased work of breathing. Sats decreased to 75% respiratory rate increased to 30 and heart rate to 140. Bipap machine was not delivering desired inspiratory pressures. Settings were: ipap: 24, rate: 10, fio2: 25%, epap: 6, timed inspirations: 0.9. Machine inspected and found not delivering desired inspiratory pressures. Last maintenance by philips 11/04/2013.